Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to the start of pd therapy or if the hernia worsened after starting therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient underwent hernia surgery one month ago. At the time of this report the patient outcome of this hernia event was not reported. Four days prior to receipt of this report pd therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed. No additional information is available.